Manufacturer narrative:
Corrected g5 and e3(other occupation).

Event description:
Won't turn on / off when hooked up to alaris pc unit, the leds on the front door do not light up, and the pump is not recognized by the alaris systems maintenance software. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(4) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Won't turn on / off- when hooked up to alaris pc unit, the leds on the front door do not light up, and the pump is not recognized by the alaris systems maintenance software. It was reported there was no patient involvement.